Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion.

Manufacturer narrative:
Additional information was received on (B)(6) 2026 clarifying the reported event was due to a bent infusion set cannula. This event has been forwarded over to the infusion set manufacturer.